Event description:
A revision total hip surgery was performed on the pt for stem loosening and pain. When the surgeon removed the stem, he noted that the distal tip of the stem had fractured. The surgeon stated that he thought the proximal portion of the stem was loose while the distal tip was still well fixed, and this caused the stem to break over time.